Event description:
A report was received that the patient had a pocked revision, due to sensitivity at the pocket site. The physician moved the ipg deeper in the pocket for comfort. The patient is reportedly doing well following the pocket revision surgery.

Manufacturer narrative:
This is the final report.